Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported the ins was taking too long to charge. The caller stated the patient was implanted with a rechargeable ins on (b)(5) 2018. The caller stated the patient had a bandage in place over the ins. It was reviewed the patient may experience telemetry issues right away post implant. The patient was directed to follow up with the health care professional (hcp). No symptoms or complications were reported or anticipated.